Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The physician reported that during an implant attempt of the subject device, there were connection issues in the ventricular port with a y-adaptor. Specifically, it was indicated that following normal connection of the y-adaptor, there was confirmation of a ventricular pacing rate of 80/min. Also, the connector pin was observed to have protruded from the connection block, but this was deemed to be insufficient. The set-screw was subsequently loosened and the adaptor was removed. Upon re-insertion of the adaptor's connector, it was not possible to obtain any protrusion of the connector pin. The set-screw was tightened without any insertion into the ventricular port and there was clicking of the associated screwdriver. It was further indicated that the screwdriver was turned counterclockwise, but the set-screw was not unscrewed. It was indicated that the tip of the set-screw was not visible within the channel of the ventricular connection port. Two additional unsuccessful attempts were made to connect the adaptor. Finally, another pacemaker was implanted instead.

Manufacturer narrative:
(B)(4).

Event description:
The physician reported that during an implant attempt of the subject device, there were connection issues in the ventricular port with a y adaptor. Specifically, it was indicated that following normal connection of the y-adaptor, there was confirmation of a ventricular pacing rate of 80/min. Also, the connector pin was observed to have protruded from the connection block, but this was deemed to be insufficient. The set-screw was subsequently loosened and the adaptor was removed. Upon re-insertion of the adaptor's connector, it was not possible to obtain any protrusion of the connector pin. The set-screw was tightened without any insertion into the ventricular port and there was clicking of the associated screwdriver. It was further indicated that the screwdriver was turned counterclockwise, but the set-screw was not unscrewed. It was indicated that the tip of the set-screw was not visible within the channel of the ventricular connection port. Two additional unsuccessful attempts were made to connect the adaptor. Finally, another pacemaker was implanted instead.

Event description:
The physician reported that during an implant attempt of the subject device, there were connection issues in the ventricular port with a y adaptor. Specifically, it was indicated that following normal connection of the y-adaptor, there was confirmation of a ventricular pacing rate of 80/min. Also, the connector pin was observed to have protruded from the connection block, but this was deemed to be insufficient. The set-screw was subsequently loosened and the adaptor was removed. Upon re-insertion of the adaptor's connector, it was not possible to obtain any protrusion of the connector pin. The set-screw was tightened without any insertion into the ventricular port and there was clicking of the associated screwdriver. It was further indicated that the screwdriver was turned counterclockwise, but the set-screw was not unscrewed. It was indicated that the tip of the set-screw was not visible within the channel of the ventricular connection port. Two additional unsuccessful attempts were made to connect the adaptor. Finally, another pacemaker was implanted instead.